Event description:
Complaint description: while a colonoscopy procedure was being performed on an 81 y/o male due to gi bleeding from an unk source, perforation of the bowel occurred. The pt had hypertension and anemia and was found to have vascular ectasia at the hepatic flexure. In addition, the pt had patchy friability throughout the right colon and a hemangioma in the area of the cecum. No biopsies were taken. The pt was discharged from the hospital three days following the procedure and was reported to be stable.